Event description:
During a cystoscopy bladder stone removal procedure, a karl storz stone forceps was allegedly used. One jaw was broken off completely. The broken piece was retrieved with another forceps. Procedure continued with laser and then pneumatic lithotriptor, and stone(s) fragmented. Pt discharged with a catheter in place.